Manufacturer narrative:
"The reporter stated that a the surgeon plans to exchange the lens, patient is being monitored closely." Should be corrected to "on (B)(6) 2019 the lens was exchanged for a shorter length lens. This resolved the problem." In the initial MDR. Explant date: (B)(6) 2019. Patient code 3191: secondary surgical intervention; exchange. (B)(4).

Manufacturer narrative:
Reporter stated "the smaller toric icl fixed the overcrowding issue within the patients eye. Device code 1494: off-label use (over 45yrs of age at date of implant) explanted date in previous MDR corrected to (B)(6) 2019. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in a ziploc biohazard bag. Visual inspecton found no visible damage. Claim#: (B)(4).

Manufacturer narrative:
(B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.7mm, tmicl13.7, -7.00/4.0/018 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. Excessive vault and focal iridocorneal contact was reported. Repositioning of the lens was performed but it did not resolve the problem. The reporter stated that the surgeon plans to exchange the lens, patient is being monitor closely. If additional information is received a supplemental medwatch report will be submitted.